Manufacturer narrative:
Resolution and disposition: the manufacturer's field service engineer replaced the power supply to resolve this issue. Patient information requested with no response from the customer.

Manufacturer narrative:
The power supply was tested and no failures were identified.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; air valve liftoff failure. No patient harm was reported.